Event description:
It was reported the insulin pump continued to alarm no delivery. Customer's blood glucose was unknown. Customer had resolved alarm with a complete set change and was unable to troubleshoot. Customer was advised to call back if issues continue. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.